Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; patient connector spanner was missing on the ventricle channel. (B)(4).

Event description:
It was reported a connector was loose. The device was returned for service. No patient complications have been reported as a result of this event.